Manufacturer narrative:
A dental assistant at this facility experienced an allergic reaction to crosstex ultrasensitive secure fit face mask. Medivators qa tested reserve samples of this lot and the device was within specification. It was reported that this reaction did not occur to other faculty at this facility wearing this mask. This complaint will continue to be monitored in crosstex complaint system.

Event description:
Dental assistant experienced an allergic reaction to crosstex ultrasensitive secure fit face mask.